Manufacturer narrative:
Date of device breakage is not known 510k: this report is for an unknown locking screw. Part and lot numbers are unknown; UDI number is unknown. Four (4) possible part and lot numbers reported, it is not known if any of the four are correct. Possible part and lot: 04.211.020s lot l173116, 04.211.020s lot l219977, 04.211.026s lot l147835, 04.211.026 lot 9815064. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date is not known. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent a procedure to repair hallux valgus on (B)(6) 2017. A splint fixation was done post-operatively and the patient began rehabilitation with partial weight bearing. Patient was due to be discharged on (B)(6) 2017 until an x-ray taken on (B)(6) 2017 revealed a locking screw was broken. No removal procedure is planned. Surgeon instead opted to switch the splint fixation to the sole plate fixation. No delay in procedure was reported. Patient status reported as good. Concomitant devices reported: 2.4/2.7mm variable angle (va) locking opening wedge plate (part 04.211.214s, lot 7856771, quantity 1). This report is for one (1) unknown locking screw. This is report 1 of 1 for (B)(4).